Event description:
It was reported that during the internal carotid artery (ica) occlusion case, physician prepared to dilate the balloon of the subject balloon guide catheter using the 1 ml syringe. It was inflated at a nominal pressure but the balloon of the subject balloon guide catheter leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
C2/d10 concomitant products grid - updated h3 device evaluated by mfg ¿updated h3 summary attached - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the balloon catheter shaft was found to be severely kinked/bent in multiply areas. The tip of the balloon catheter shaft was found to be damaged. The balloon was found to have a hole/perforation. Functional testing was not performed due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the visual inspection. It was reported that the physician prepared to dilate the balloon guide catheter. Using 1:1 saline and contrast to dilate but the operator found the balloon leaked. As per the additional information, a 1ml syringe was used to inflate the balloon, the correct inflation medium used to inflate the balloon as per the dfu, the device was not inflated over nominal pressure or excessive pressure used, the balloon was able to be successfully inflated during preparation and the the patients anatomy was moderately tortuous. The device was returned for analysis and it was noted that the balloon catheter tip was damaged, catheter shaft was severely kinked and there was a hole noted to the balloon. It is probable that the device was damaged during use, causing the reported event. An assignable cause of procedural factors will be assigned to the reported 'balloon leaked during use' and to the analyzed 'balloon catheter kinked/bent', 'balloon catheter tip damaged' and 'balloon has hole/perforation during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the internal carotid artery (ica) occlusion case, physician prepared to dilate the balloon of the subject balloon guide catheter using the 1 ml syringe. It was inflated at a nominal pressure but the balloon of the subject balloon guide catheter leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.